Manufacturer narrative:
A lot history review of the product in question indicated: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Four sealed blisters and one lens in a lens case were returned. The parameters of the suspect lens were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. No visual attributes were observed. No additional information is expected to be received. If additional information is received, will report within 30 days of receipt. (B)(4).

Event description:
Information received from our (B)(4) affiliate. On (B)(6) 2011, a patient who wore acuvue advance with hydraclear contact lenses contacted the johnson & johnson visioncare affiliate in (B)(4) and reported experiencing a medical adverse event several days into his/her wear schedule. The patient reported experiencing foreign body sensation and pain in the left eye (os). The patient consulted an eye care professional (ecp) at an eye clinic. The patient stated that the ecp noted staining, diffuse superficial keratitis and uveitis os. The patient was prescribed cravit 0.5% and hyalein 0.1% eye drops. On (B)(6) 2011, our (B)(4) affiliate contacted the clinic for a medical interview. The office clerk provided additional information based on the patient's medical record and confirmed that the patient initially presented on (B)(6) 2011. The office clerk also confirmed the patient's diagnosis, treatment and that the patient's visual acuity was measured and found not to be affected. On (B)(6) 2011, the patient returned to the clinic for a follow up. The patient's staining in the os had completely resolved. The patient was given no eye drops. The patient was allowed to resume cl wear.